Event description:
On (B)(6) 2013, the patient reported smelling insulin from her infusion device. The patient found a small amount of insulin in the cartridge compartment of the device and thinks the insulin cartridge was leaking while the device was in use. The device has displayed e6 (mechanical error). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge, adapter, and infusion set were requested to be returned for product evaluation.

Manufacturer narrative:
No sample was received for examination. We performed a free flow and tightness test on one retain sample and could not find any irregularities. The investigation of the production documents did not show any deviations related to the complaint reason. No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.